Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 29 and 120 mg/dl. Tests were done within 10 minutes. Patient also reported they were unable to test on their meter. Their fasttake meter allegedly had no power. There was no result on their meter. There were no other tests or comparisons. Treatment was food. No further information has been reported.